Event description:
Customer alleged that the left drive wheel fell off of the chair while the chair was backing up and appeared hardware was missing. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxspree, (B)(4) is approximately 2 years old. The owner's manual part number 1149267 rev c (sep-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female (B)(6). The consumers preexisting medical condition states osteogenesis imperfecta. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer (child) was at school eating lunch and when her aide went to take the power chair away from the table the left drive wheel fell off. The mounting hardware was allegedly missing and could not be located at the school. This power chair has a total of 6 wheels, 2 drive wheels and 4 casters. Replacement mounting hardware was ordered on warranty order #(B)(4). No injury alleged.